Event description:
It was reported that the pt died (cause of death not reported). Additional info has been requested. A follow-up report will be submitted if additional info becomes available. Please see MFR. Report # 3004209178200805594.